Manufacturer narrative:
The field service engineer found a leakage within the tubing that leads to the ise reference electrode and a contaminated mixing tower that contained dirt. In addition, crystallization around the ise block was noted. The problem was corrected by doing ise maintenance, cleaning, and the replacement of the ise mixing tower and the sample probe.

Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for three patient samples from the cobas integra 400 plus. The samples were repeated on 13-nov-2020. Patient 1 initial result was 125 mmol/l and the repeat result was 136 mmol/l. Patient 2 initial result was 130 mmol/l and the repeat result was 136 mmol/l. Patient 3 initial result was 131 mmol/l and the repeat result was 139 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number was 21500447 with an expiration date of 30-oct-2020.